Manufacturer narrative:
Due to character limitation in e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer that the device shuts down when unplugged during the fsca process. The device's batteries needed to be replaced. There was no patient involved.